Manufacturer narrative:
The patient information and event date were requested, but no response received.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.